Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report # 3006705815-2019-00672. Reference MFR report # 1627487-2019-02525. Reference MFR report # 1627487-2019-02526.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR report # 3006705815-2019-00672, reference MFR report # 1627487-2019-02525, reference MFR report # 1627487-2019-02526. It was reported the patient experienced ineffective stimulation due to inability to increase amplitude. System diagnostics revealed high impedances on all contacts. Reprogramming initially was able to provide effective stimulation. Later the patient experienced ineffective stimulation post an cervical facet injection. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post operatively.